Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the screw driver broke off inside the anchor. This was first noticed from a post-surgery x-ray.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.